Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stopped using their ins 2 years who due to increased pain. Unknown of there were any factors that may have led to the patient's issues. The patient is scheduled for explant on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.